Manufacturer narrative:
H2) correction: e1 initial reporter facility name corrected. G2 corrected. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. No previous repair has been noted in the last 12 months.

Event description:
It was reported the device exhibited a 'no disposable pump will not run' alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. Resolution volume: 229.5ml, rate: 2.6ml/hour given: 22.5ml.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.